Manufacturer narrative:
(B)(4). Concomitant medical product: biolox delta ceramic liner catalog# 110003623 lot# 3401341, delta ceramic femoral head catalog# 650-0661 lot# 3305503, g7 acetabular shell catalog# 010000665 lot# 3461158. (B)(6). The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) found no deviations or anomalies. Review of complaint history for same or similar issue identified thirteen complaints for part (item) number and no additional complaints were identified for part/lot combination. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "miscellaneous user needs (general post-operative pain )¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00817.

Event description:
Clinical study (B)(6) reported that a patient underwent a right hip surgery on (B)(6) 2015. Subsequently, the patient reported moderate to severe pain that may require pain medicine stronger than aspirin, moderate trouble washing/drying, moderate trouble getting in or out of car and moderate difficulty putting on socks, shopping, and climbing stairs, moderately painful to stand up, limping all of the time, pain that has totally interfered with usual work, pain in bed most nights during 6 months follow up visit on (B)(6) 2015. It was also reported that patient experienced difficulty to using public transportation, moderate pain, moderate trouble washing/drying and ,moderate difficulty shopping, and climbing stairs, moderately painful to stand up, limping most of the time, pain has greatly interfered with usual work during 2 year follow up visit on (B)(6) 2017. No further information was provided.